Event description:
In radiology for breast localization prior to surgery. Initial films taken, proceeded to move pt on the chair out of the way of the machine (mammography unit). Moved chair wheel caught on the foot pedal that moves tube head up and down causing machine to lower onto pts' thigh. Emergency shut down switch activated with no release of pressure to leg (thigh). Turned machine on and was able to release the pt from under the unit.